Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke at the beginning of its use. The packaging was noted to be intact before opening. There were no difficulties during use that may have contributed to the reported issue. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification showed a glass cap circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of the metal cap. The glass cap exhibited mild devitrification at output window and the metal cap exhibited mild charred detritus adhesion on surface. The fiber was tested with a hene (helium-neon) laser fixture, and the aim beam was visible at the fiber output window as intended. There were no indications of breakage along the length of the fiber. The as reported fiber break cannot be confirmed based on analysis results. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Based on the circumferential fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke at the beginning of its use. The packaging was noted to be intact before opening. There were no difficulties during use that may have contributed to the reported issue. The procedure was completed with a second fiber without clinical consequences to the patient.